Manufacturer narrative:
Unit was received with blank display due to missing battery tube spring.the battery tube was found corroded. Unable to perform all functional testing including the displacement, operating currents and verify low battery test due to blank display.

Event description:
It was reported that the insulin pump had low battery alarm. The customer¿s blood glucose level was 156 mg/dl. Customer stated that insulin pump alarming low battery less than 6 days. The insulin pump will be returned for analysis.